Event description:
It has been reported that during the stryker kits inspection it has been noticed that one of the trial plates was missing. The surgeon was contacted and after asking him and reviewing all the surgical reports, he suspected that he could have implanted the trial plate instead of the definitive one during a foot osteosynthesis procedure (mtp arthrodesis / fusion). The surgeon explained that all the procedure was performed perfectly and he didn't notice any difference in the plate that he implanted. He stated that following the medical protocol he will explant the plate anyway as programmed, as it is a temporary implant. The surgeon requests from the manufacturer all the information available regarding possible adverse effects for implanting a trial plate.

Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation. Based on investigation, the root cause of the trial insertion was attributed to a user related issue. The template anchorage plate insertion was caused by missuse from user. The template device is laser marked with ¿do not implant¿. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated. Besides, the surgeon requested from the manufacturer all the information available regarding possible adverse effects for implanting a trial plate: both template plate drawing and implant plate drawing have been compared and discussed with r&d. Differences between template plate and implant plate are listed below: only 1 hole is threaded on the template plate, whereas all holes are threaded on the implant plate; that means only 1 locking screw can be inserted and other screws are not locked. Template plate has "do not implant" lasermarked on it, whereas implant plate doesn¿t. Otherwise, products have the same characteristics (material, shapes, dimensions, etc.) And the same manufacturing process. As this product is a template and considered as an instrument, this device is not designed and studied to be implanted. In consequence, we cannot rule on possible adverse consequences and we advise the surgeon to explant the product as soon as possible. Device remains implanted.